Event description:
The manufacturer received information alleging a patient with a dreamstation 2 adv auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device was returned to a third party service center. The service technician reports no reportable findings at this time.